Event description:
Tech alleged this bed had an unintentional movement of the head up function.

Manufacturer narrative:
Tech found that the pt control board caused the unintentional movement. He replaced the pt control board and this resolved the unintentional movement of the head up function.